Event description:
Lumenis regulatory received a safety complaint of a patient injury in 2005. The injury occurred during a demonstration by the lumenis clinical educator. Patient with skin type ii was treated with the 560 nm filter in program 1 at 26 j/cm2. During the treatment the patient complained of discomfort on their left cheek and the energy was reduced by 1 j/cm2. Patient then complained that the machine felt like it was burning their skin. On examination of the treatment head, the clinical educator found that the white plastic cap was melting away. No burning odor had been detected earlier in the procedure.

Event description:
Pt received a blister on the bridge of hte nose during a demonstration treatment by the luments clinical educator. Pt was skin type ii, treated with the 560 mm filter in program 1 at j/cm2. During the treatment pt complianed of discomfort on her left cheek. The energy was reduced by 1 j/cm2. Pt then complained that the machine felt like it was burning her skin. On examinationof the treatment head. Clinical education found that the white plastic cap was melting. The upper part of the black cable was very hot. The treatment was then abandoned. Pt had a blister 6 x8 mm on the bridge of her nose. In 2005, the system and the heads had undergone preventative maintenance svc checks by a luments svc engineer and a service report was written concluding that the system was ready for use. Pt was seen by her own gen practitioner who prescrived topical flamazine (sulfadiazine, silvadene) for the blister. Shortly after the incident, lumenis made arrangements for pt to be assessed by a dematology specialist at lumenis' expense, from which assessment a report of burn severily and scarring were to be obtained as the treating physican declined to make htis assessment. As of 2005 lumenis regulartory was informed by lumenis that the pt had not availed herself of the opportunity to see the dematologist. Because the treating physician has also not been able to reach the pt to onitor her progress, no follow-up info is available, although lumens has requested follow-up info from the treating physician. Without the cooperation of the pt, no further investigation is possible at this time.